Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 112 mg/dl back to back with a result of 64 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated the customer was not experiencing any hypoglycemics or hyperglycemic symptoms during the time of the testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.